Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 21st september 2014. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the 27th september 2014 and the 8th june 2016. The pad-pak became depleted and further pad-paks were installed during this time. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.